Event description:
It is reported that the end of this surgical tool broke off in use. The physician stated that he was uncertain if all of the tool material had been removed. The tool is identified as catalog number fgt-imp which is a durable multiuse surgical insertion tool intended to ease placement of toe implant components within phalanges. The tool was reported as destroyed/discarded at the clinical site. The tool identity by lot number was not recorded or reported and cannot be otherwise determined. No failure investigation can be performed. No further info is anticipated for this event. (B)(4).

Manufacturer narrative:
Lot number not recorded, reported or recoverable. No device evaluation, manufacturing details or usage history can be provided. Cause of failure cannot be identified for this event. No further info is anticipated.